Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not experience any symptoms. The patient was at home with a mrs score of 4. There was no vessel tortuosity. There was less than 2 minutes between injections/pause time between injections. It was noted that the injection was mostly continuous. There was no significant reflux. The dead space of the delivery catheter filled with dmso was 0.25 ml. There was no surgical or medicinal intervention required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with onyx 18 had complications. On (B)(6) 2023, the patient suffered from a subdural hematoma on CT scan with left hemiparesis and confusion. The anticoagulant treatment (kardegic) was stopped to prevent any complication. On (B)(6) 2023, the patient was transferred to another hospital. On (B)(6) 2023, the hematoma was surgically drained, the patient remained confused and hemiparetic after surgery. At 02:39pm the patient underwent the embolization procedure with onyx. The embolization is done under local anesthetic. During the embolization of the right temporal branch, there was a minimal migration of onyx from the superior longitudinal sinus to the right sigmoid sinus, creating a (minimal) embolism. During the embolization of the right parietal branch, there was a first premature stop of the procedure due to the presence of an arterio-venous shunt. In the end, devascularization of both right branches was obtained. In view of the presence of an impassable stenosis of the left external carotid, it was decided to stop the procedure. The aftermath of the embolization is simple. A follow-up CT scan performed 48 hours after surgery on (B)(6) 2022 showed a decrease in the size of the bilateral subdural collections from 25mm wide to 16mm. The drains were removed the same day. The patient was hospitalized.  Assessed on embolism cerebral as reasonable possibility related to the study procedure (device migration during embolization). The patient was undergoing trial for the embolization of the middle meningeal artery for chronic subdural hematoma - endovascular treatment for chronic subdural hematoma study protocol for a randomized controlled trial. The patient is recovering from embolism cerebral.